Manufacturer narrative:
Further investigation was not able to determine a specific root cause based on the information provided. The issue has not re-occurred.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained about low results for multiple tests. The customer provided data for astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation (astlp) and ggt-2 ¿-glutamyltransferase ver.2 standardized against ifcc / szasz (ggt) results for a patient sample on the on the cobas 6000 c (501) module. The initial astlp result was < 5 u/l and the repeat result was 101 u/l. The initial ggt result was < 3 u/l and the repeat result was 27 u/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The astlp and ggt reagent lot numbers and expiration dates were not provided. A precision check was performed and was acceptable, therefore a general instrument issue is unlikely.